Event description:
Cause: pt suffered a secondary accident which re-broke his leg and the implanted im nail. The cause of the surgery to replace the broken im nail was a secondary accident, therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.